Event description:
It was reported that the lesion was located at the proximal diagonal. There was a cypher stent implanted. The balloon was used to treat, with the kissing balloon technique, a distal lesion to a cypher stent previously implanted. The balloon was inflated at 16 amts, when an artery rupture was observed. The rupture was solved with three balloon inflations, using one balloon. Another cypher stent was implanted at the rupture. There were no consequences to the pt. No additional info was available.